Event description:
It was reported that a patient presented one day post- heart transplant to have his therapies disabled. Upon attempted interrogation, an error message was observed. Subsequent attempts at interrogation with different programmers yielded the same message. Device code was downloaded and interrogation was successful. The patients pacing and therapy functions were turned off. No further information is available at this time.

Event description:
It was reported that a patient presented one day post- heart transplant to have his therapies disabled. Upon attempted interrogation, an error message was observed. Subsequent attempts at interrogation with different programmers yielded the same message.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.